Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The insertion tube was meandering. The bending angle was over. The angle wire was longer than normal. The insertion of the instrument into the forceps channel was improper. The insertion guide bundle was severely broken due to external factors. The flexible tube of the insertion section was crushed due to external factors. The universal cord had scratches due to external factors. Paint was peeling on the diopter ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported, due to the bending section on the oes bronchofiberscope, the user was unable to see the front. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off the insertion tube cover due to deterioration. This report is to capture the reportable malfunction of peeled coating on the insertion tube cover due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the peeling was likely cause by stress of repeated use, external factors, and/or handling. Olympus will continue to monitor field performance for this device.